Event description:
It was reported that a right ventricular lead perforation on the heart wall was noted. The patient underwent a revision procedure, this lead was successfully repositioned and, the patient received intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Conclusion code was added.

Event description:
It was reported that a right ventricular lead perforation on the heart wall was noted. The patient underwent a revision procedure, this lead was successfully repositioned and, the patient received intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Correction to field h6: impact codes. Conclusion code was added.

Event description:
It was reported that a right ventricular lead perforation on the heart wall was noted. The patient underwent a revision procedure, this lead was successfully repositioned and, the patient received intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported. This product remains in-service